Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch verio flex meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient did not state when the alleged inaccuracy occurred, but informed the cca that they had obtained a blood glucose result of ¿188mg/dl¿ with the subject meter and ¿131mg/dl¿ on another meter within 30 minutes of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes with insulin (no adjustments) and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. An unspecified period of time later the patient developed the symptoms of ¿shaking, confused and sweaty¿; symptoms which they self-treated with food and/or drink an unspecified period of time later. The patient also measured their blood glucose on another meter at an unspecified time in relation to this and obtained a blood glucose result of ¿50mg/dl¿. At the time of troubleshooting the cca noted the unit of measure was set correctly on the subject meter. The patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event after obtaining allegedly inaccurate high results with the subject meter.